Event description:
It was reported that within 2 or 3 weeks of implant the patient fell and a revision had to be done because the leads moved. The patient reportedly had nerve damage in his left leg, so he falls a lot.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 253500001, implanted: (B)(6) 2010, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).